Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was at 43 mg/dl at the time of the call. The customer used food to treat the low. The customer thought their lows were caused by recalled sets but none of their sets were recalled. The customer was wearing the insulin pump during the incident. The customer stated that during priming, their pump squirts out insulin instead of drops. Troubleshooting was completed but did not resolve the issue. The customer stated that the pump prompted them to rewind and then alarmed twice that it detected movement in hall sensor counts that were unexpected, since the pump did not command motor movement. The pump passed the displacement test. The insulin pump will be returned for analysis.